Event description:
Reference number: (B)(4).

Manufacturer narrative:
The reported failure was hl20 pump displayed error message: "stop". A getinge field service technician (fst) was onsite and investigated the pump in question. The hl20 single pump (sn#(B)(6)) displayed the error message: "stop". The fst investigated the pump and found a problem with the pump control board. The fst replaced the control board with a new one. After that the hl20 was observed for 2 hours. Problem was solved. Unit is back in clinical use. The defective control board was not available for return and further investigation in the laboratory. The failure mode "stop" can be linked to the following most possible root causes according to our risk management file (dms#2023585 v11 ): total fail of device because of: failure of motor, motor controller or control circuitry. Failure of pump control board (pump stop). Defective tacho, relay or pump belt. The review of the non-conformities during the period of (B)(6) 2012 to (B)(6) 2021 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The reported failure error message "stop" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
It was reported that the hl20 single pump displayed error message: "stop--". Further information requested but still pending. As soon as new information becomes available a follow up emdr will be submitted.

Event description:
It was reported that the hl20 single pump displayed error message: "stop--". Reference number: (B)(4).